Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon at 190 mcg/ml via an implantable pump for spastic paralysis associated with spinal cord infarction. It was reported that dr. (B)(6) reported that a pump replacement procedure is scheduled to be performed since the patient¿s pump was exposed. It was noted that whether or not the pump pocket site was infected was being investigated. Future treatment has not been decided yet. It was reported that the physician will get in contact with a daiichi representative as soon as treatment is decided. It was reported that the date of the event was unknown and the event has a classification of severity of 3 (serious). It was reported that the event was unrecovered at this time. The causality of the event was reported as being unrelated to the drug, surgical procedure and unknown if related to the catheter, pump, or programmer. No further complications were reported and/or anticipated.

Manufacturer narrative:
Patient code: (B)(6) does not apply. Conclusion code: 22 does not apply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that at the end of august 2017, redness was found in the skin of the pump implantation site. After that, effusion and inflammatory findings were observed. No further actions were taken according to the patient¿s self-judgment. On (B)(6) 2017 at 16:30, the patient checked the condition of the skin by himself before the outpatient visit, and the patient noticed that the skin was partly perforated, and the pump was exposed. The patient visited the hospital hurriedly. On (B)(6) 2017 at 16:46, the patient was admitted to the hospital. From on (B)(6) 2017, the drug volume of the pump was reduced step by step and discontinued. On (B)(6) 2017 at 18:33, the pump and the catheter were removed. On (B)(6) 2017 at 9:59 because the wound was stable, implantation of a new pump and catheter was performed, and therapy was continued again. The event recovered on (B)(6) 2017. There was no causality tied to the drug, pump, catheter, programmer, or surgical procedure. The physician's assessment stated that because the patient was markedly obese, and there was no choice but to place the pump inside the fat during implantation of the pump, the excessive obesity was considered as the cause of the event. There was no overdose/withdrawal symptoms/resistance. The patient¿s underlying disease (spinal cord infa rction) date of onset/injury/diagnosis was on (B)(6) 2014. No further complications or past history were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via (B)(4). It was reported the customer discarded the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-26, additional information was received from a foreign manufacturer representative (rep). It reported explant of the pump was "not decided yet" and the infection was still under investigation. No further information was provided.